Event description:
The customer reported that when they ran an empty disinfectant cycle, cidex opa drained out all over the floor. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other, solution spill, other: capital equipment, evaluated at customer site. The fse replaced the basin, because it had a crack in it, and was leaking. The fse verified system meets manufacturer specifications.